Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery and that she had to change her infusion set four times before properly completing the prime. Additionally, the customer was hospitalized for a high blood glucose of 551 mg/dl. She also had a stomach virus, which may have contributed to her high. The customer went into diabetic ketoacidosis with a blood glucose of 567 mg/dl, and that it took 45 minutes for the pump to delivery the bolus she programmed. Her father took her to another hospital and by that time her blood glucose had risen to 600 mg/dl. She was treated with IV fluid, antibiotics, and manual insulin injections. The doctor told her she was going into cardiac failure and was rushed into the ICU. She was released from the hospital a week later. The insulin pump was returned for analysis due to her issues and a replacement device was shipped to the customer.